Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 1mm proximal to the proximal end of the proximal markerband and extending approximately 22mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.